Manufacturer narrative:
As reported, a 6f/7f mynxgrip vascular closure device (vcd) did not function as intended and the plug was not released. There was no reported patient injury. The failures occurred during attempts to seal the puncture site, with no user fault identified. Additional information was requested but not provided. The device will be returned for evaluation. One non-sterile mynxgrip vascular closure device (6f/7f) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle, while the stopcock was observed to be open and no syringe was returned for this evaluation. Additionally, a 6f non-cordis catheter sheath introducer (csi) was returned inserted on the device. The sealant was found exposed on the catheter shaft, and the advancer tube was observed in its manufactured position. The sealant sleeve was fully retracted, while the balloon showed no abnormal condition. No additional anomalies were observed during this visual analysis. Per functional analysis, an inflation/deflation test was successfully executed, and no issues related to the reported event were observed, as the balloon inflated and deflated as expected. Additionally, a deployment simulation test was performed as part of the functional evaluation. The device was deployed as expected, with no resistance, leaks, or friction observed during operation. The advancer tube advanced smoothly, and no functional anomalies were identified related to the reported failure-to-deploy condition. The reported event of ¿sealant-failure to deploy¿ was not observed through functional analysis of the returned device since there were no issues noted with the device¿s deployment mechanism even though the received condition indicated an unsuccessful deployment since the advancer tube was still in its manufactured position and the sealant was exposed on the catheter. The exact cause of the issue experienced by the customer could not be determined during product evaluation. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the failure to deploy incident reported since the device passed functional analysis for deployment and there were no damages/anomalies that could have contributed to the issue experienced. However, it could be related to procedural/handling factors, such as incomplete shuttling down of the shuttle. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f/7f mynxgrip vascular closure device (vcd) did not function as intended and the plug was not released. There was no reported patient injury. The failures occurred during attempts to seal the puncture site, with no user fault identified. The device will be returned for evaluation.